Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5076-58 implantable pacing lead, (B)(6) 2010; 5076-52 implantable pacing lead, (B)(6) 2010. (B)(4).

Event description:
It was reported that the patient called to report having had a MRI approximately 6 months ago. At that time the patient was having chest pain. The patient also said they had a device check and understood the results were okay. The device remains in use. No patient complications have been reported as a result of this event.